Manufacturer narrative:
The patient's sample was requested for an investigation, but the sample was not available. From the provided information, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's calibration and qc results were ok. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys t3 results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The patient's elecsys t3 result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on the cobas 8000 e 801 module as well on a siemens advia centaur analyzer. The date of testing with the siemens advia centaur analyzer was requested but not provided. On (B)(6) 2021, the patient's elecsys t3 result was 651 ng/dl with a data flag. The patient's t3 result on the siemens advia centaur analyzer was 87 ng/dl. On (B)(6) 2021, the patient's repeat elecsys t3 result was 651 ng/dl with a data flag. The customer determined the result of 87 ng/dl was correct.